Event description:
As reported by (B)(4) study, during a carotid artery stenting (cas) two angioguard rx of size 5f and 4f failed to cross the lesion in the ostium of the left internal carotid artery. A non-cordis embolic protection device was used instead but also could not cross. During the multiple attempts at crossing the lesion, a small dissection flap was raised in the proximal left cervical internal carotid. The dissection flap was covered with a 7x30mm precise stent. A second stent was used to cover the atheromatous target lesion with overlap of the first stent with jailing of the left external carotid artery. Cas was performed on a 60% occluded lesion in the ostium of the left internal carotid artery of 7mm in length and 4.5mm in vessel diameter with severe vessel tortuosity. The arch I was eccentric and moderately calcified. A 5mm medium support angioguard rx embolic protection device was tried to advance through the lesion for deployment. But the angioguard failed to cross the lesion and was retrieved successfully. Another angioguard rx of 4f was used as replacement. But there was inability to track the device to the lesion. Finally a non-cordis embolic protection device was used but also could not cross the lesion. Embolic distal protection could not be established due to the severe tortuosity. In the absence of embolic distal protection, pre-stenting angioplasty was performed with a sterling'" 4.0 mm balloon. In the process of navigating the catheters across the tortuosity, a small dissection flap was raised in the proximal left cervical internal carotid artery. This dissection flap was covered with a 7 mm x 30 mm precise stent. A second 7 mm x 30 mm precise stent was used to cover the atheromatous target lesion with overlap of the first precise stent. The stented segment extended from the proximal portion of the left cervical internal carotid artery into the distal portion of the left cervical common carotid artery and into the left external carotid artery with jailing of the left external carotid artery.

Manufacturer narrative:
Corrected to re-state the conclusion and the associated manufacturing report numbers. As reported by sapphire ww study, during a carotid artery stenting (cas) of an (B)(6) male patient with medical history including hyperlipidemia and previous tia, two angioguard rx of size 5f and 4f failed to cross the lesion in the ostium of the left internal carotid artery. A non-cordis embolic protection device was used instead but also could not cross. During the multiple attempts at crossing the lesion, a small dissection flap was raised in the proximal left cervical internal carotid. The dissection flap was covered with a 7x30mm precise stent. A second stent was used to cover the atheromatous target lesion with overlap of the first stent with jailing of the left external carotid artery. Cas was performed on a 60% occluded lesion in the ostium of the left internal carotid artery of 7mm in length and 4.5mm in vessel diameter with severe vessel tortuosity. The arch I was eccentric and moderately calcified. A 5mm medium support angioguard rx embolic protection device was tried to advance through the lesion for deployment. But the angioguard failed to cross the lesion and was retrieved successfully. Another angioguard rx of 4f was used as replacement. But there was inability to track the device to the lesion. Finally a non-cordis embolic protection device was used but also could not cross the lesion. Embolic distal protection could not be established due to the severe tortuosity. In the absence of embolic distal protection, pre-stenting angioplasty was performed with a sterling'" 4.0 mm balloon. In the process of navigating the catheters across the tortuosity, a small dissection flap was raised in the proximal left cervical internal carotid artery. This dissection flap was covered with a 7 mm x 30 mm precise stent. A second 7 mm x 30 mm precise stent was used to cover the atheromatous target lesion with overlap of the first precise stent. The stented segment extended from the proximal portion of the left cervical internal carotid artery into the distal portion of the left cervical common carotid artery and into the left external carotid artery with jailing of the left external carotid artery. Post stenting angioplasty performed with a sterling'" 4.5 mm balloon results in complete reversal of the pre-existing stenosis. The dissection flap is fully covered with no evidence of a residual flap. There is no evidence of thrombus within the stented segment. Follow up arteriography runs demonstrate complete reversal of the pre-existing stenosis with no evidence of distal branch occlusions. The dural sinuses are patent and the deep cerebraivenous drainage is intact. The devices were prepped and used as per the IFU and appeared to be normal before use. There was no presence of air bubbles documented during the procedure. The patient was intact on leaving the angio suite and was discharged on the following day of the procedure without any mae. There was no patient injury during the procedure. The second angioguard is not available for analysis. The current status of the patient was reported to be doing well. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information provided, vessel characteristics and procedural factors are likely contributing factors to the failure to cross reported. Side branch occlusion or jailing is a known potential adverse event associated with carotid stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 1016427-2014-00045 and 9616099-2014-00263.

Manufacturer narrative:
Post stenting angioplasty performed with a sterling 4.5 mm balloon results in complete reversal of the pre-existing stenosis. The dissection flap is fully covered with no evidence of a residual flap. There is no evidence of thrombus within the stented segment. Follow up arteriography runs demonstrate complete reversal of the pre-existing stenosis with no evidence of distal branch occlusions. The dural sinuses are patent and the deep cérébrale venous drainage is intact. The devices were prepped and used as per the IFU and appeared to be normal before use. There was no presence of air bubbles documented during the procedure. The patient was intact on leaving the angio suite and was discharged on the following day of the procedure without any mae. There was no patient injury during the procedure. The second angioguard is not available for analysis. The current status of the patient was reported to be doing well. Concomitant devices: sterling 4.0mm balloon catheter and sterling 4.5mm balloon, 0.035" teflon-coated bentson wire, 5 french davis catheter, 0.035"terumo glidewire, storq wire, french flexor sheath, emboshield distal protection, renegade microcatheter and synchro wire, sterling 4.0mm balloon catheter and sterling 4.5mm balloon. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. As reported by sapphire ww study, during a carotid artery stenting (cas) of a (B)(6) male patient with medical history including hyperlipidemia and previous tia, two angioguard rx of size 5f and 4f failed to cross the lesion in the ostium of the left internal carotid artery. A non-cordis embolic protection device was used instead but also could not cross. During the multiple attempts at crossing the lesion, a small dissection flap was raised in the proximal left cervical internal carotid. The dissection flap was covered with a 7x30mm precise stent. A second stent was used to cover the atheromatous target lesion with overlap of the first stent with jailing of the left external carotid artery. Cas was performed on a 60% occluded lesion in the ostium of the left internal carotid artery of 7mm in length and 4.5mm in vessel diameter with severe vessel tortuosity. The arch I was eccentric and moderately calcified. A 5mm medium support angioguard rx embolic protection device was tried to advance through the lesion for deployment. But the angioguard failed to cross the lesion and was retrieved successfully. Another angioguard rx of 4f was used as replacement. But there was inability to track the device to the lesion. Finally a non-cordis embolic protection device was used but also could not cross the lesion. Embolic distal protection could not be established due to the severe tortuosity. In the absence of embolic distal protection, pre-stenting angioplasty was performed with a sterling' 4.0 mm balloon. In the process of navigating the catheters across the tortuosity, a small dissection flap was raised in the proximal left cervical internal carotid artery. This dissection flap was covered with a 7 mm x 30 mm precise stent. A second 7 mm x 30 mm precise stent was used to cover the atheromatous target lesion with overlap of the first precise stent. The stented segment extended from the proximal portion of the left cervical internal carotid artery into the distal portion of the left cervical common carotid artery and into the left external carotid artery with jailing of the left external carotid artery. Post stenting angioplasty performed with a sterling' 4.5 mm balloon results in complete reversal of the pre-existing stenosis. The dissection flap is fully covered with no evidence of a residual flap. There is no evidence of thrombus within the stented segment. Follow up arteriography runs demonstrate complete reversal of the pre-existing stenosis with no evidence of distal branch occlusions. The dural sinuses are patent and the deep cérébrale venous drainage is intact. The devices were prepped and used as per the IFU and appeared to be normal before use. There was no presence of air bubbles documented during the procedure. The patient was intact on leaving the angio suite and was discharged on the following day of the procedure without any mae. There was no patient injury during the procedure. The second angioguard is not available for analysis. The current status of the patient was reported to be doing well. (B)(4) : pending. (B)(4) : the product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information provided, vessel characteristics and procedural factors are likely contributing factors to the failure to cross reported. Side branch occlusion or jailing is a known potential adverse event associated with carotid stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of products involved with the reported event and are associated manufacturer report numbers 1016427-2014-00045 and 9616099-2014-00263.